Event description:
The account alleged the brakes shift when you lean on the stretcher while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.